Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, a bag disconnecting from the setup is a known cause of this alarm. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during fill 4 of 4, while the hp was connected. The heater bag had disconnected from the setup during therapy. The hp cycled the power to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a supplemental report will be submitted.